Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a breast tissue marker placement, the patient experienced an anaphylactic allergy to polyethylene glycol and was administered adrenaline. It was further reported that the physician planned to remove the marker and the polyglycolic acid pads. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and it was reviewed. The first photo shows some tissues which is in a dried condition in a white paper. The second photo shows the same tissues and it was presented in a ultrasound images on a monitor. Based on the provided photos, the reported allergic reaction cannot be confirmed. Therefore, the investigation is inconclusive for the reported allergic reaction as the cause of the allergic reaction cannot be determined. A definitive root cause for the reported adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a breast tissue marker placement, the patient allegedly experienced an anaphylactic allergy to polyethylene glycol and was administered adrenaline. It was further reported that the physician planned to remove the marker and the polyglycolic acid pads. However, the current status of the patient is unknown.